Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. The insulin pump was received with scratched lcd window.

Event description:
It was reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.